Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19038700. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy.